Event description:
It was reported that when using the BD Pyxis¿ ES Server, the stations reported missing data and were not uploading information. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 14-AUG-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the stations reported missing data and were not uploading information. A technical support specialist (TSS) investigated missing report data and station upload failures by reviewing the Enterprise Server, service accounts, IIS, and database services. The investigation determined that security software was preventing SQL Server services from starting to follow password changes and VM recovery activities. After the security software was disabled, database services resumed successfully and system access was restored. Report generation issues were further resolved by updating report account credentials and restarting a stopped application pool. For the station upload issue, log reviews identified database transaction conflicts following a system recovery event. After consulting knowledge articles and advanced support, a Disaster Recovery process was recommended and initiated on the customer¿s requested station, with the case documented pending completion of recovery activities. The system functioned as intended after the technical support specialist investigated the device.